Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during bolus insulin delivery with multiple cartridges. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 327 mg/dl.